Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device recorded an episode of noise oversensing as ventricular fibrillation (vf) which was treated with anti-tachycardia pacing and an inappropriate shock. The high voltage therapy was disabled while the lead is reviewed and the patient was hospitalized. No further information was available.